Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care became aware of an article by e. Oppel, et al titled, ¿isobornyl acrylate contained in the insulin patch pump omnipod as the cause of severe allergic contact dermatitis¿, published in contact dermatitis in 2018 volume 79, pages 178¿180. The article reported that a (B)(6) experienced itching and an erythemateous and vesicular rash under his adc freestyle libre sensor, forcing sensor removal after 2 days of wear. The patient was treated with topical corticosteroids, and it was further stated that the "skin symptoms subsided after a few days". No further treatment or intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care became aware of an article by e. Oppel, et al titled, ¿isobornyl acrylate contained in the insulin patch pump omnipod as the cause of severe allergic contact dermatitis¿, published in contact dermatitis in 2018 volume 79, pages 178¿180. The article reported that a 10-year-old boy experienced itching and an erythemateous and vesicular rash under his adc freestyle libre sensor, forcing sensor removal after 2 days of wear. The patient was treated with topical corticosteroids, and it was further stated that the "skin symptoms subsided after a few days". No further treatment or intervention was reported. There was no report of death or permanent injury associated with this event.